Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump stopped working after it fell into pool. The customer stated that in faint medtronic displayed on the screen and flashing red light on keypad next to the left arrow. Customer stated that critical pump error occurred. Customer stated that no buttons were responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.